Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2016-01667, reference MFR. Report: 1627487-2016-01668. The patient has four off-label (occipital and supra-orbital) leads implanted. It is unknown which lead was explanted in (B)(6) 2015 (reference MFR. Report: 1627487-2014-20274), hence all five leads are being reported in this issue. Please note three of the patient's leads belong to the same lot number (device 2). It was reported the patient's occipital and supra-orbital leads sites had eroded. Subsequently, the patient's entire system was explanted. The patient was reportedly doing well post surgery.